Event description:
This was a symptomatic aneurysm with a short, angulated neck and narrow distal aorta. Aggressive landing was required to maximize neck coverage. On a check run both renal arteries appeared patent; however, after ballooning the top end and at the final run, the right renal had become occluded. The interventional radiologist attempted for 15 minutes to cannulate the right renal without success. The left renal had good flow and the patient's renal function prior to the case had been normal. The renal remained occluded upon conclusion of case. The ir inadvertently dissected the common femoral artery when attempting to regain access to the right ipsilateral leg. Upon completion of the procedure, the aneurysm was successfully excluded.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. There has been no device malfunction. The renal artery occlusion rate remains within clinical expectations and the risk/benefit remains acceptable.